Manufacturer narrative:
The reported event of ¿wire could not be inserted into the tip of the electrode¿ was not confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. A stylet was inserted into the lead and advanced down to the distal tip without resistance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that the guide wire could not be inserted into the lead. The lead was replaced. The procedure was completed safely and successfully. The patient was stable.